Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3887-33, lot # j0357457v, product type lead; product ID 748925 , serial # (B)(4), product type extension; product ID 748925, serial # (B)(4), product type extension; product ID 74002, lot # n386037, implanted: (B)(6) 2014, product type adapter. (B)(4).

Event description:
The x-rays were given to the implanting physician. They were being reviewed whether the leads had migrated. It was determined that the leads were still in the same position. The company representative was going to meet with the patient to program her; if she could get stimulation out of the pelvic area, would try to work with it going down her legs &#63508;hat way it would give her a little relief. An explanation could not be found as to why the patient may be getting additional stimulation from the new implant. The patient&#62688;pain was between her hip and up about mid-back. It was further clarified that since implant, the stimulation was going down into her pelvic and leg instead of going up her back. The company representative has been working with the patient for three weeks now trying to get some relief for her and nothing was working, she still has no pain coverage. The integrity of the leads and battery were tested and were good. The health care provider (hcp) was going to let the company representative know whether they need to do a surgery and put another one. The patient expressed her concern if that idea would be a healthy alternative since she was 81 and already un stable on her legs; she was unsteady and they do not want her falling. Right now the patient was willing to try anything because she was in pain, she was in pain because she had not been able to use the device at all other than when reprogramming is tried. It was confirmed that the company representative was able to program the patient and it has resolved her issues. No cause determined. The patient was doing okay.

Event description:
It was reported that the patient had stimulation in the wrong location. The patient normally felt stimulation in the low back but the day after replacement she was feeling stimulation going down her leg to her toes. The manufacturer¿s representative (rep) stated they tried for almost two hours to reprogram the leads and no matter how he programmed stimulation it was always felt and started in the left leg. The patient didn¿t report any stimulation sensation on the right of the body. A loss of therapeutic effect was reported. The rep stated depending where he programmed, stimulation would either start in the patient¿s left calf and once he got it to start, in the left hip. He had tried to program everywhere on the lead but couldn¿t get stimulation to stay in her back; it was noted that stimulation was up to 9-10.5 volts depending on how he programmed. Current impedance measurements were normal and ¿fine.¿ 0, 1, 2, 3 range: around 700 ohms. 5, 6, 7 range: around 600-800 ohms. Contact #4 was in the high 2000-3275 ohms. The rep. Also played around with pulse width and rate but if he narrowed them too much the patient didn¿t feel them. Additional information received reported that the patient had always received great relief. With the new battery implanted the new stimulation in the legs was too uncomfortable so the patient turned the stimulation off. It was noted the day of the change out the patient fell at the hospital which may be the cause for stimulation in the legs. An automatic door at the hospital knocked the patient over which caused a laceration on the patient¿s head. The cause of the event was not device related. X-rays were taken which showed everything was fine. Additional information was received from another rep. Provided impedances taken from the device at default settings were all normal except 1-6 showed ???. It was reviewed the impedances didn¿t indicate an open circuit. It was reported that patient was initially programmed while lying down and the patient felt stimulation in the back. When the patient got up they felt stimulation in their legs where they don¿t like it; the patient wanted stimulation in their back. The impedances from the previous call were reviewed again, this time the rep. Stated they were all in range except for #4. Impedances with contact #4 were in the range of 2865-3592. It was advised to program without this contact and to perform electrode mapping. The other issue the patient was experiencing was they didn¿t feel stimulation until high voltages (10 volts). When asked if the patient positions impacted the stimulation sensation the rep. Stated they didn¿t notice this. It was noted that x-rays were taken before the ins replacement and post-ins replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.